Manufacturer narrative:
Pump had broken battery tube threads, reservoir tube lip completely broken off, cracked belt clip slot and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump's battery compartment was cracked and falling apart. Blood glucose level at the time of the incident was 119 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.